Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed it was because the charge coupled device unit was damaged by physical stress that was applied to the insertion section during user handling, the event can be detected/prevented by following the inspection method for the event is described as follows: "·inspection of the endoscopic image user may be able to reduce / prevent occurrence of the suggested event by handling device in accordance with the following IFU. ·do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed that there was no image due to disconnection/short-circuit of the cable. In addition, angulation was insufficient due to the angle wires becoming longer than normal, the insertion tube was damaged due to physical stress, and the adhesive on the bending section was floating due to deterioration. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, there was no image from the subject device. There was no harm or user injury reported due to the event.